Event description:
Syringe came with no needle.

Manufacturer narrative:
Product was not returned for testing. Production reports have been supplied and analyzed. No malfunctions detected.

Event description:
Syringe came with no needle.